Event description:
It was reported that the customer received multiple no delivery alarms. It was stated that the customer had reservoirs failed and requested them to be replaced. Customer was advised about no delivery alarms being caused by a site or set occlusion and was recommended to call if issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.